Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered possible inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was also questioned if the device delivered a shock for normal sinus rhythm; however, boston scientific technical services (ts) review of the information did not find an indication of this. The patients arrhythmia converted spontaneously. No adverse patient effects were reported. The device remains in service.